Event description:
A malfunction alarm, identified as "malf 9," was reported, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, and they acknowledged the instructions.